Manufacturer narrative:
Inspected one opened/used partial sensor and unable to confirm insertion/needle complaint due to customer return sensor no needle. Then, performed visual inspection and found sensor cannula in full during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the needle broke on customer¿s body. The customer blood glucose level was 128 mg/dl. The customer was assisted with troubleshooting. Customer states the needle was removed and not stuck to the tape. Customer reports the introducer needle fractured while in the body. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.